Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the treatment of an abdominal aortic aneurysm in 2001. Vessel morphology was reported to be without tortuosity and calcification. It was reported that while positioning the bifurcated stent graft, the physician placed the graft too low; therefore, a 26mm diameter x 3.75cm length aortic cuff was placed. It was reported that the aortic cuff occluded both renal arteries. The physician deployed metal stents into the renal arteries to keep them open. The physician did not experience any difficulty deploying the stent graft. It was reported that the patient was fine post procedure and there were no additional sequelae related to this event. Device history record review contains no information relevant to the complaint.